Event description:
It was reported that there were leaks during use of the five copilot bleed-back control valves (bbcv). The procedure was completed using the same copilot bbcvs. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The leak was not confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The other four copilot devices referenced are being filed under a separate medwatch MFR number.